Event description:
Dealer called in and stated he is getting a e205 fault log and the joystick shuts down intermittently. Dealer stated the end user was stranded at the doctors office but was able to be transported via lift bus. Dealer stated there were no injuries associated with the incident.